Manufacturer narrative:
Event description - additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional event information: the coil reportedly was "sent from the side" of the distal section of the echelon. The procedure was completed using a new microcatheter.

Manufacturer narrative:
The echelon catheter has not been returned for evaluation; product analysis cannot be performed. The echelon was not returned; the reported event could not be confirmed. An event cause could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of echelon puncture during a procedure. The patient was undergoing embolization of an aneurysm. Vessel tortuosity is not available. The devices were prepared as indicated in the IFU. A continuous catheter flush was maintained during the procedure. It was reported that a guidewire was able to be delivered through the echelon to the aneurysm without issue. Afterward, a coil was advanced; it was reported that the "head of the coil couldn't be sent, it was sent from the side of the microcatheter." There were no reports of patient injury in association with this event.

Manufacturer narrative:
The echelon-10 micro catheter was returned for analysis. Upon visual examination, no issues were found with the echelon-10 hub or body. The distal tip was noted to be pre-shaped. The distal marker band was found to be damaged. The echelon-10 micro catheter was flushed, water exited from the distal tip. The echelon-10 micro catheter was then tested with an in-house coil. The coil was inserted into the micro catheter hub but was unable to pass through the distal tip. The echelon-10 micro catheter was then tested with an in-house mandrel. The in-house mandrel was inserted into the micro catheter hub and was unable to pass through the distal tip. Based on the device analysis and reported information, the report of echelon puncture could not be confirmed. No issues were found with the body of the returned echelon micro catheter, and there was no evidence that the micro catheter body was damaged or defective. The cause for the observed damage could not be determined. The product analysis does not suggest a potential or confirmed manufacturing issue; therefore, manufacturing has been ruled out as a potential cause. All products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.